Event description:
A high reading issue was reported with the freestyle libre sensor. A mother reported that her daughter obtained a sensor reading of 83 mg/dl in comparison to a reading of 52 mg/dl obtained on a competitor meter. The customer became hypoglycemic with trembling hands and required the treatment of something sweet to eat and drink. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre sensor. A mother reported that her daughter obtained a sensor reading of 83 mg/dl in comparison to a reading of 52 mg/dl obtained on a competitor meter. The customer became hypoglycemic with trembling hands and required the treatment of something sweet to eat and drink. There was no report of death or permanent injury associated with this event.